Manufacturer narrative:
See MDR 1920664-2007-01392 for the delivery device used with this lens.

Event description:
Due to decentration, the lens was removed and replaced with no further injury to the patient's eye.